Event description:
The patient was implanted with a ventricular assist device. A (B)(6) report was received which stated: "fibrin deposits (clot formation) noted in rvad pump chamber. Maintain therapeutic anticoagulation."

Manufacturer narrative:
The user facility report was received from the (B)(6) registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.